Event description:
It was observed that during the device evaluation, there was foreign material in the nozzle of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the device evaluation found foreign material in the nozzle. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the nozzle could not be established. The event can be prevented by handling the device in accordance with the following section of the instructions for use: chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Chapter 5 preventive measures are described in the reprocessing manual gif/cf/pcf-290 of endoscopes. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.